Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the case was completed by the additional suture. However, the issue occurred at just before the end of the operation, the case was completed without replacing the device. The broken piece fell in the patient. The broken piece was retrieved by the forceps. The broken piece will not be returning. The patient is stable. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, during a laparoscopic total gastrectomy, ¿remove instrument from patient¿ was displayed, and the blade broke just before the end of the operation. The device did not touch the clips or the staples. The device did not activate without clamping any tissue. No pieces fell into the patient. Gen11 was used. The case was completed by the additional suture. There were no adverse consequences to the patient. No further information is available.